Manufacturer narrative:
Additional information: sections h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was sliced in the fantail. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires in the fantail. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values on some channels to be out of range. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. The recipient is presenting with no sound perception. Programming adjustments were made, however, the issue did not resolve. A CT scan confirmed electrode migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.